Manufacturer narrative:
Concomitant medical products: 7001 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that the patient passed away following the implantable cardioverter defibrillator (ICD) replacement procedure. The family suspected the patient's death was related to the procedure.